Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. In response to FDA report number mw5088677. A review of the device history record has been completed. No deviations or non-conformances noted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation: lymphadenopathy. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Patient reported left side "swollen lymph nodes, depression, dying in a slow horrific torturous death, complex ptsd, anxiety disorder," and "agoraphobia" patient additionally reported "have only gotten sicker with horrific fevers and horrific health, chronic severe migraines, fibromyalgia, lost four teeth, 2nd stage kidney failure and declining rapidly, am super sick, high fevers, high blood pressure, epstein barr, chronic fatigue syndrome, kidney failure, gum disease, panic attacks, menopause, lung nodules, sleep apnea, and blood in urine;" these events are not related to the device. Device has been explanted.